Event description:
It was reported that during the procedure, the guidewire was failed to be inserted completely into the left ventricular (lv) lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6)2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. Final analysis found the complete lead was returned in one piece. The guidewire insertion test found restriction at the middle region of the lead. The cause of the reported event was isolated to blood inside the inner coil.